Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm +8.5 hip femoral head; pinnacle mtl ins neut36idx52od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Subject ID: (B)(6). Clinical adverse event adverse local tissue reaction, osteolysis of the femur and acetabulum. Event is serious and is considered severe. Event is definitely related to device, definitely not related to procedure. Doi: (B)(6) 2008; doe: (B)(6) 2016; dor: (B)(6) 2018. Revision of metal head and metal liner. (Left hip).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Update 5 nov 2018. After review of the medical records for MDR reportability: on (B)(6) 2018, the patient underwent a left hip revision due to soft tissue injury, osteolysis, pain, and elevated cobalt level. The head and liner were the only products revised.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No code available (3191) is used to capture (medical device removal).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.